Event description:
It was reported that the insulin pump had blank display and alarmed battery out limit after multiple battery changed. Customer's blood glucose was 125 mg/dl. Advised the customer battery cap would be replaced. Customer will call back to complete the troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.